Event description:
It was initially reported that the pt was explanted due to the pulse generator extruding as he was having poor healing. The surgeon reported that the pt came into the ER on (B)(6) 2003 so he was referred for explant of the generator. The leads were also clipped, but not dissected. There was no known cause aside from poor healing despite 4 years after implant. There were no other specifics on the issue listed on the clinic notes available at the surgeon's office. The explanted pulse generator and leads portions were returned to the manufacturer for analysis. Note that a large portion of the lead assembly (body) including the electrode section was not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted except for the set of setscrew marks found near the end of the connector pin, indicating the connector pin had not been fully inserted into the cavity of the pulse generator at one time. The observed location of the canted spring marks suggests there may have been intermittent contact with the generator. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified. There is no evidence to suggest an anomaly with the returned portion of the device. The pulse generator was tested and met specifications. No eri flags were observed during testing. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device.